Event description:
Boston scientific received information that this implantable cardioverterdefibrillator (ICD) was suspected with premature battery depletion. During a routine follow up, the physician noted that the device was at elective replacement indicator (eri). The device was implanted for five and a half years. A replacement procedure was performed. No adverse patient effects were reported. The device was out of service and will be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.